Event description:
It is reported that the pt was presenting with pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: info regarding the origin of the pain, x-rays, surgical notes, pt demographics, etc. Was not provided for an analysis of the alleged pain. It is unk how long the device has been in vivo. The device was not returned for review. With the info provided regarding the pt's condition, a definitive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.